Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50 x 38 synergy drug- eluting stent was selected for use. However, it was noted that the hypotube broke at approximately 25 to 35 centimeters. The device was taken out through the guide catheter from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient is stable. It was further reported that the break occurred during advancement.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 28.7cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50 x 38 synergy drug- eluting stent was selected for use. However, it was noted that the hypotube broke at approximately 25 to 35 centimeters. The device was taken out through the guide catheter from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient is stable.